Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the positioning issue was unable to be determined due to insufficient clinical details.

Event description:
The abiomed team in japan located a publication inclusive of the impella cp utilized for the support of a 70 year old female patient. She had been admitted in with history of a ventricular-septal defect (vsd) and anterior wall acute myocardial infarction. The cp pump was placed however there was shallow position in the left ventricle and she suffered from premature ventricular contractions and ventricular arrhythmia. The pump was repositioned. On day 8 the patient had surgical repair done for the vsd and observed there was left ventricle perforation with the allegation made of the pump tip causing the perforation. The ventricle was repaired. The pump was explanted and low cardiac output syndrome was observed which was medically managed. The patient did survive both the arrythmia and cardiac perforation. The reported arrhythmia is consistent with patient-specific clinical factors, including critical illness, pump position, underlying cardiac dysfunction, and hemodynamic instability. If the perforation was due to underlying friable tissue, was not shared. The perforation in the publication was noted to be due to mechanical contact with the tip of the impella catheter.

Manufacturer narrative:
A1, a3, a4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.